Event description:
During an in clinic follow-up, loss of capture resulting in inappropriate mode switching were observed on the right atrial (ra) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.